Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade 3. The event of "capsular contracture, baker grade 3" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "capsular contracture, baker grade 3". This record is for the left side. Device was explanted and replaced and it is unknown if the device will be returned.